Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device will not be returned for evaluation as the device was implanted in the patient. Without return of device we are unable to definitively determine the cause for the reported experience. Mdrs related to this report: 2029214-2017-00039, 2029214-2017-00040.

Event description:
Medtronic received information that during treatment of an aneurysm located in the left internal carotid artery, the distal end of the pipeline (ped-500-14) did not open. It was reported that 1/3 of the pipeline was "lazy" to open. More than 50% was deployed when the pipeline failed to open. The pipeline was resheathed two times and removed from the patient with the microcatheter. A new pipeline (ped-500-14) was used and the same problem was encountered. However, the second pipeline was eventually able to be opened with manipulation of the guidewire used to initially track the microcatheter. The guidewire was used in a "j" fashion to relax the distal end of the device. The pipeline was successfully delivered. Post angio showed full apposition of the pipeline. No patient injury was reported. The aneurysm max diameter was 6 mm and the neck diameter was 6 mm. The distal landing zone was 4.3 mm and the proximal was 4.9 mm. The patient had minimal tortuosity.